Event description:
The patient was scheduled for a transurethral resection of the prostate with removal of bladder stones. The physician was removing the bladder stone with the resector when the tip of it broke off into the bladder. It is meant to shave the soft tissue but the physician was using it to bring the stone forward and bent the loop. Due to the loop being bent the physician twisted and turned it until he could pull it back out and a very small piece, about the size of the tip of a pen, broke off the loop. An x-ray was taken to see if there was any remnants of the tip in the bladder and none were found.